Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer successfully resolved the issue by performing a pump reset with guidance from technical support, and the sensor session was started without further errors.